Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced pain at ipg site, ipg pocket is opening up. Ipg site is possibly infected. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates that patient was explanted on (B)(6) 2024 to address the issue. Patient did not have infection.

Manufacturer narrative:
Further information was requested but not received.